Manufacturer narrative:
Medical safety/clinical reviewed the event. A 70-year-old female with a medical history of persistent atrial flutter, paroxysmal atrial fibrillation, mixed hyperlipidemia, hypertension, and morbid obesity presented to the emergency department with several weeks of fatigue, dizziness, palpitations, and associated shortness of breath. The patient was newly diagnosed with heart failure with reduced ejection fraction (hfref) with a severely reduced ejection fraction of 10¿15% and severe global hypokinesis. The patient underwent left heart catheterization for ischemic evaluation, which demonstrated two-vessel coronary artery disease involving the mid left anterior descending artery and right coronary artery. Right heart catheterization demonstrated worsening lactic acidosis, with lactate levels trending up to 12.9 mmol/l. The advanced heart failure team was consulted, and the patient was initiated on left-sided impella support, which was subsequently escalated to biventricular (bipella) support with impella devices: impella 5.5 and rp flex. During impella cp support, the patient developed acute renal failure requiring continuous renal replacement therapy and was treated with multiple medications. Paroxysmal junctional rhythm was also reported. The patient was escalated to an impella 5.5, and bipella support was initiated with the addition of an impella rp flex. While on bipella support, the patient experienced multiple adverse clinical events. Additionally, the automated impella controller (aic) connected to the impella rp flex displayed a frozen screen with a persistent ¿complete the procedure¿ alarm. Replacement of the purge cassette did not resolve the issue. The aic was exchanged with no noted consequence to the patient, and the patient continued to receive support without further interruption. After approximately eight days of mechanical circulatory support, care was withdrawn, and the patient expired. H6. Investigation type/findings/conclusion remain unchanged related medical device reports: this is one of four devices associated with the event. Refer to the related manufacturer report number(s) as noted in section h10.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported a patient placed on continuous renal replacement therapy due to renal failure and treated with multiple medications while on impella cp support. It was also reported that the patient had paroxysmal junction rhythm. The patient was escalated to impella 5.5 for continued support. This report is for the fist pump (serial number (B)(6)). There will be additional reports for this patient. Pump 2: impella 5.5 smartassist, (serial number (B)(6)). Pump 3: impella rp flex smartassist, (serial number (B)(6)). Automated impella controller, (serial number (B)(6)).

Manufacturer narrative:
E1 revised initial reporter facility name as it was entered incorrectly on the initial report that was submitted. H6 added b13 code as it was omitted from the initial report that was submitted. H10 added related report number. Investigation summary: the investigation has been completed. Tachycardia: in order to make a cause determination, all of the clinical details would have to be provided. The root cause of the injury was unable to be determined due to insufficient clinical details. Renal failure: the cause of the injury was not determined due to insufficient clinical details. Device history review: the pump passed all the post sterile inspection checks.